Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results were within specifications. The field service engineer inspected the analyzer and verified its performance by an instrument check. The investigation reviewed the sample foam detection camera image of the patient sample; the initial pipetting showed a film on the patient sample. The investigation determined the event was due to a preanalytic issue at the customer site (film on the patient sample). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(4). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys pth result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 0.768 pmol/l with a data flag. The repeat result was 14.3 pmol/l. The reporter did not believe the initial result, prompting the patient sample to be rerun. The repeat result was deemed correct.